Manufacturer narrative:
Bottle 6 (ethanol) was not in contact with the corresponding sensor for approximately three (3) minutes at 08:56am on (B)(6) 2016, which is sufficient time to complete manual replacement of the reagent; and the station properties were reset at 09:00am on (B)(6) 2016. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number cycles and days to zero. Based on the information provided, it was determined that the tissue samples reported by the complainant as exhibiting sub-optimal processing were derived from the "weekend run" protocol started in retort b at 02:00am on (B)(6) 2016 and the placentas" protocol started in retort a at 18:03pm on (B)(6) 2016. The quality of tissue processing from the "transplant biopsies2" protocol started in retort a at 11:51am on (B)(6) 2016 would have been adversely impacted as a consequence of the use error occurred during replacement of the reagent in bottle 6 on (B)(6) 2016. The reagent in bottle 6 (ethanol) was used for the first time in the final dehydration of the "transplant biopsies2" protocol started in retort a at 11:51am on (B)(6) 2016. Bottle 6 (ethanol) was subsequently used for the "weekend run" protocol started in retort b at 02:00am on (B)(6) 2016 and the "placentas" protocol started in retort a at 18:03pm on (B)(6) 2016. A user affirmed in the instrument software that the ethanol concentration in bottle 6 (ethanol) was to be set to 100% at 09:00am on (B)(6) 2016. However, the ethanol concentration measured by hydrometer following completion of the "transplant biopsies2" protocol started in retort a at 11:51am on (B)(6) 2016; the "placentas" protocol started in retort a at 18:03pm on (B)(6) 2016 and the "weekend run" protocol started in retort b at 18:06pm on (B)(6) 2016, was 83%. This finding indicates that a user failed to complete manual replacement of the reagent in bottle 6 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred during manual replacement of the reagent in bottle 6 (ethanol). This action was completed by a user at 09:00am on (B)(6) 2016, which was prior to execution of the "transplant biopsies2" protocol started in retort a at 11:51am on (B)(6) 2016; the "placentas" protocol started in retort a at 18:03pm on (B)(6) 2016 and the "weekend run" protocol started in retort b at 18:06pm on (B)(6) 2016.

Event description:
Leica biosystems received a complaint that tissue in 300-400 blocks comprising routine and biopsy samples was found to be over-processed during embedding and microtomy. The complainant advised that the blocks were not easy to cut and rehydration of the face of all blocks was required upon cutting. The complainant also reported that although a power failure had occurred during the weekend of (B)(6) 2016, the protocols being run in retort a and b from which the sub-optimal tissue processing reported had completed successfully. On 18 august 2016, a leica field support specialist (fss) attended the laboratory in order to obtain further information regarding the circumstances involved in this complaint, and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable in all instances, with the exception of bottle 6. The measured ethanol concentration in bottle 6 was 83% and the calculated concentration was 99%. Information provided to the fss by the complainant indicated that "the tech who changed the bottle may have walked away from the peloris after pulling the bottle out and coming back after some time and reset the bottle incorrectly." The laboratory agreed to replace all the reagents and waxes with fresh reagents. On 18 august 2016, leica biosystems received confirmation that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.